Event description:
It was reported that the pump battery would not charge. There was no reported impact to the customer¿s blood glucose level. Reportedly, customer changed the usb cable and adapter to resolve the issue.